Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke with the pt the next day to obtain/verify the following information: the reported meter was not powering on for "a few weeks". The pt continued to attempt to test with the meter during this time. The pt's diabetes medication regimen included: metformin 4 pills per day and lantus insulin 50 units each am. One month ago, the pt discontinued taking insulin because she no longer had insurance and felt she could not buy insulin. She developed an infection on her thigh. She went to see her doctor and was diagnosed with a "staph infection". She was started on antibiotics. The doctor tested her blood glucose and obtained a result of 480 mg/dl on the doctor's device. Two days later, the pt went to the ER due to the persistent infection. A blood glucose result of 370 mg/dl was obtained on the ER, an incision was made to drain the infection and the pt was given further antibiotics. The pt's lantus insulin was also restarted. The customer care representative (ccr) confirmed that the test strips were correct, the battery was less than one year old and was correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. The meter, test strips, and control solution were replaced. The mas advised the pt to call lifescan 24 hour/day customer service should she ever have problems with her meter.